Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint 2132830 has been evaluated. The batch 6006558 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006558 was manufactured according to the wi version 78 and packaging in the multivac m12, on 11/apr/2024, with a total of (B)(4) units. Assembling of quickset: the lot 4d00158 was manufactured according to the wi version 27 assembled in the quickset line, on 11/apr/2024, with a total of (B)(4) units. The lot 4d02476 was manufactured according to the wi version 27 assembled in the quickset line, on 15/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4d00031 was manufactured according to the wi version 41 gluing in the line 8, on 02/apr/2024, with a total of (B)(4) units. The lot 4d002477 was manufactured according to the wi version 41 gluing in the line 8, on 13/apr/2024, with a total of (B)(4)units. The lot 4a04798 was manufactured according to the wi version 41 gluing in the line 4,5,8 on 30/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/mar/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006558 and another 1 complaint has been registered in database for the same lot 6006558 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Initial and final MDR (B)(4)- device 4 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced leakage event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 at quick release. The infusion set was used for one day. No further information available.